Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 314.6 cm from the end of the connector to the end of the exposed glass tip. The exposed glass measured 1 mm and appeared degraded. Examination under magnification confirmed that the pattern is consistent with normal degradation. There was distorted light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The analysis of the returned device revealed a distorted light from the sma connector, indicating a fracture within the fiber connector. Additionally, the exposed glass tip displayed normal degradation. Fibers are intended to degrade with use. It is likely that procedural handling of the fiber setup or use contributed to the fiber connector fracture. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
A flexiva 200 laser fiber was returned to boston scientific corporation. This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The device was analyzed and the investigation results revealed that the laser fiber was broken within the connecto. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.